Event description:
Pt with a distal tibial fracture was initial treated with external fixation on an unk date. On (B)(6) 2012, the surgeon placed an lcp distal tibia plate. The surgeon allowed the pt to be 1/3 weight bearing at week 4, half weight bearing at week 5 and full weight bearing at week 6. On (B)(6) 2012, the pt lost her footing, put her foot on the ground and felt her leg wobble. An x-ray taken on an unk date showed the plate broken. The surgeon feels the plate broke due to meal fatigue because the pt was early weight-bearing with incomplete bone union. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation is on-going. Mfg records could not be reviewed without a lot number.